Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a fistula site. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during initial inflation at less working pressure for few seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a fistula site. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during initial inflation at less working pressure for few seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
E1-initial reporter facility name: (B)(6). Device evaluated by MFR.: a gladiator device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 18 mm in length and extended from a position 1 mm proximal of the proximal markerband to 15 mm distal of the proximal markerband. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.